Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) patient line extension sets leaked during peritoneal dialysis therapy. This event occurred during use. The patient stated that they use two patient extension lines per therapy, and found a hole on the extension lines which caused them to leak. There was no patient injury or medical intervention associated with this event. No additional information is available.